Event description:
It was reported that the pt had the implantation on (B)(6) 2014. During the fat emulsion infusing process on (B)(6) 2015, it was pulled apart allegedly by the pt. Trimmed the middle section of the exposed part, but after the trim there was reportedly a tube blocking and the urokinase thrombolysis was ineffective. On (B)(6) 2015, removed the tube and the process was successful. The catheter was complete.

Manufacturer narrative:
The complaint of a brake in the catheter was confirmed and was found to be user-related. The returned product was one 4fr s/l groshong nxt clearvue catheter in fifteen segments. Three photo samples depicting the complete catheter and the catheter in segments were also returned. No other evidence was discernible from the photos. The catheter proximal of the strain relief oversleeve was not returned. The text on the catheter between 55cm and 50cm depth markings was worn. The break sites are detailed below. Microscopic examination of all thirteen break sites revealed granular textures. With all terminal ends, the blue radiopaque material exhibited a coarsely granular, irregular edge, and the transparent silicone exhibited a finely granular, flush edge. Infusion and aspiration through all catheter segments were successful and unremarkable. Tactile eval of all catheter segments revealed pronounced tensile weakness throughout. While it was unclear which break site was caused during the complainant event, the terminal end features and tensile weakness throughout the segments indicated that tension applied to the catheter had broken it at all terminal sites. The IFU states, "to minimize risk of catheter breakage and embolization, the suture wing and/or adapter must be secured in place," and, "use suture wings to secure the catheter without compromising catheter patency."